Manufacturer narrative:
H.6. Investigation: no photos or samples were received. Additionals attempt to get more information were made, however, the customer confirmed that no additional information was available. The DHR review was not performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken/damaged for the same part number throughout the last twelve months. Based on this investigation and information provided by customer it was not possible determine the root cause like a failure mode related to the manufacturing process because there is no enough information like a picture of the packaging condition to rule out that this issue was generated due to incorrect handling made out of flex¿s scope. E.g. Transshipped process made by expeditors (bd¿s second supplier) or partial sells, inadequate packaging made by distributors. H3 other text : see h.10.

Event description:
It was reported that sharps coll slide close 9gal red lid was broken. The following information was provided by the initial reporter: this is a report about a broken lid of sharps collector. According to the customer's report, the lid was found to be broken upon arrival.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll slide close 9gal red lid was broken. The following information was provided by the initial reporter: this is a report about a broken lid of sharps collector. According to the customer's report, the lid was found to be broken upon arrival.